Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). The device history record (DHR) for the quick-vac mixing bowl, part number 00504900115 and lot number 56518142, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On (B)(6) 2016, it was reported from (B)(6) that a quick-vac mixing bowl was already opened right out the box. The account also found small specs of cardboard on the wrapper. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. The reported can, therefore, not be confirmed. The root cause of the reported event cannot be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that during a right knee arthroplasty procedure, it was noticed that the cement mixing bowl was opened. Small bits of cardboard appeared on the wrapper. No adverse events have been reported as a result of this malfunction.